Event description:
It was reported that anti-tachycardia pacing (atp) therapy accelerated the patient's ventricular tachycardia (vt). Technical services was contacted and provided programming recommendations. At this time, this implantable cardioverter defibrillator (ICD) remains in service, and there were no additional adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.